Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Attachment: user facility medwatch report number mw5083370. Evaluation summary: a visual inspection was performed, and the reported tip separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents reported for this lot. It should be noted that supera peripheral stent system instructions for use states: following confirmed implantation of the supera stent, retract the thumb slide in a single motion to the starting position on the handle and rotate the system lock and deployment lock into the locked position, in line with the thumb slide. The investigation determined the reported tip separation appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a non-tortuous, non-calcified external iliac artery. A 60x120mm supera self-expanding stent delivery system was advanced and deployed at the lesion successfully, with no resistance noted. However, the physician did not lock both levers before removal. The delivery system was removed with no resistance. It was then attempted to advance an unspecified balloon dilatation catheter through the sheath, but could not. Fluoroscopy was done and showed that the white tip of the supera broke off and remained in the sheath. The sheath unit was simply removed to retrieve the broken tip portion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.